Event description:
It has been reported to philips that there was an issue with the wireless footswitch response. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has attempted a good faith effort to obtain more information on this complaint but have not received a response. The root cause of this defective wireless footswitch is most likely caused by local circumstances or a hardware defect. However, the exact cause of the issue is unknown. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Codes were updated based on the investigation outcome.